Event description:
The reporter indicated that they were unable to confirm reprogram to vvi, and intermittent loss of sensing was observed. The rep was notified, the device was reprogrammed, and the problem was corrected.